Event description:
Fire was seen coming from the back of an advia centaur system. The instrument was shut down. It is unknown if the fire department was contacted. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
The initial MDR 2432235-2015-00285_s1 additional information ((B)(6)2015): upon further evaluation of the instrument, the siemens customer service engineer (cse) determined that the fire had not damaged the inside of the instrument. The cse observed burned paper located behind the instrument, which may have caught fire due to sparks emitted during the electrical short. The cse replaced the instrument's power input assembly and power cord and verified that the instrument was operational. The cse made a follow-up call with the customer, who put the instrument back into use and verified that it was operational. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00285 was filed with the FDA on june 10, 2015. The first supplemental MDR 2432235-2015-00285_s1 was filed with the FDA on july 15, 2015. Additional information (6/16/2015): the investigation into the cause of the fire is complete. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the advia centaur instrument, the cse determined that the instrument did not sustain fire damage and did not need to be replaced. However, the cse observed that there was burned paper behind the instrument, which may have caught fire due to sparks emitted during the electrical short. The cse determined that fluid had made contact with the power input box, causing the electrical short. In the cse's evaluation of the instrument, no instrument leaks were discovered. The cse discovered a fluid leak in the laboratory ceiling. The cse replaced the instrument's power input assembly and power cord and verified that the instrument was operational. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and found that the system power input receptacle had short circuited which caused the fire. The system is not in use and will be replaced.